Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due the inability to properly shock during defibrillation threshold (dft) test. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.